Event description:
Rptr alleged discrepant blood glucose values of 269 mg/dl back to back with a result of 71 mg/dl, when testing was performed 1 min apart on the aviva sys. The location of the testing was not provided, however, self treated with orange juice as a result of the comparison. No other actions were taken or treatment rec'd as a result. A request was made for the return of the suspect device and replacement prod was sent.